Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: three rows of staples on one side of the stapler did not appear to be present. The device was completely cycled and it cut. The side that did not fire was the patient side. This resulted in an open cecum which was manually sutured. No buttress material used.